Event description:
It was reported that three months after implant there was an alert for high impedance, and three sporadic high measurements were noted. There was no oversensing with isometrics, and the measurement could not be repeated with manual measurements. The cause of the issue was not determined, so the decision was made to exchange the lead. Analyzer testing during explant demonstrated stable lead performance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in the distal electrode. (B)(6). (B)(4).